Event description:
New information received noted the patient presented in the clinic for follow-up. There were no more non-sustained right ventricular oversensing episodes recorded since device reprogramming. The patient would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained right ventricular oversensing ¿ nsrvo alert was noted. The implantable cardioverter defibrillator exhibited ventricular oversensing. The device was reprogrammed. The patient came back for follow-up and it was noted that the issue was resolved with reprogramming, there were no more nsrvo alerts. Chest x-ray was taken, and lead dislodgement was ruled out. The patient was in stable condition and would continue to be monitored.